Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl due to not having insulin; the customer will get insulin from her doctor and treat accordingly with insulin pump therapy. The customer also did not know how to rewind her insulin pump and she was successfully assisted with the process. No products were returned or replaced.